Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 440 bd luer-lok¿ tip syringes in the bulk sterile convenience pak had excessive silicone inside them. The following information was provided by the initial reporter, translated from dutch: "it looks like it has too much of the silicone-like oil (which is presumably an adjuvant to make the rubber not stick ah plastic and slide better) on it. This causes it to pull slimy threads (which is somewhat worrying for a sterile syringe intended for IV solutions anyway). I have contrary to what the paper says sticking to the lot."

Event description:
It was reported that 440 bd luer-lok¿ tip syringes in the bulk sterile convenience pak had excessive silicone inside them. The following information was provided by the initial reporter, translated from dutch: "it looks like it has too much of the silicone-like oil (which is presumably an adjuvant to make the rubber not stick ah plastic and slide better) on it. This causes it to pull slimy threads (which is somewhat worrying for a sterile syringe intended for IV solutions anyway). I have contrary to what the paper says sticking to the lot."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 06-mar-2023. H6: investigation summary: several samples along with multiple photos were provided to our quality team for investigation. Through visual inspection of the photos, silicone is visible in one syringe, however, it cannot be confirmed it is in excess. The returned products were evaluated and no silicone or other substance could be identified within any of the syringes. A device history review was performed for reported lot 2203143, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Testing was performed on ten of the returned samples, all product met required specification, and no excess silicone was identified in any of the samples. Silicone can be visible due to issues related to poor distribution inside the barrel. As no defect was observed in the returned samples and device records do not indicate any issues occurred during manufacturing, a definitive root cause related to our manufacturing process cannot be identified at this time.